Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off and that this was believed to be due to a store security system since the alarm sounded when the patient walked through it. The ins was back on and working properly at the time of the report.

Manufacturer narrative:
Concomitant medical products - lead model 3389-40 lot #j0320167v implanted: (B)(6) 2003 explanted: unk; extension model 748251 serial #(B)(4) implanted: (B)(6) 2003 explanted: unk.

Manufacturer narrative:
Correction: brand name changed from itrel ii to soletra.